Manufacturer narrative:
The additional initial reporter's name is (B)(6) (ICU rn). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
User called into emergency support program (esp) line during intra-aortic balloon therapy, for assistance with an unable timing alarm and an auto r-wave deflate. Screen shot shows significant artifact on both the ECG and a-line waveforms. She reported that the balloon was recently advanced, and they were waiting for a chest xray. The balloon was replaced by the physician. The esp personnel the esp personnel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.